Event description:
It was reported a patient underwent a hip revision approximately three years post implantation after experiencing a fall. The head and bearing were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: ep-200148/act artic e1 hip brg 28x42mm/lot #: 620190, unknown liner. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01082. 0001822565-2024-01417. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h6. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Assessed the 1 image provided for mmi submission and image will not be submitted. The image provided is 1 slice of a scan and does not provide full implant and bone structure and would not enhance the investigation for dislocation and bone fracture due to the limitations of the image. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.